Manufacturer narrative:
The unit was received for investigation on july 29, 2025. The unit came for service needed and the complaint was confirmed with the sensor block leak due to external 02 being too low (45%). Compressor housing losses due to noisy sound. The compressor mounts damaged due to the compressor vibration. Top housing & uip replaced due to the cosmetic issue. The patient received a replacement unit. Note: this note has been added to clarify the original intent to submit this report on august 11, 2025, at approximately 3:47 pm. On that date, the report was created, packaged, and processed for submission through the FDA electronic submissions gateway (esg), along with two other mdrs submitted earlier in the day. This report was the final submission of the day. However, during a recent internal audit, it was discovered that this particular MDR did not successfully transmit through the esg system and was therefore not received by the FDA. The unsuccessful transmission was not detected at the time, as the other two reports submitted that day were completed without issue. We are submitting this MDR now upon detection of the issue and respectfully request that the FDA consider this report as being submitted on the originally intended date of august 11, 2025, for compliance purposes.

Event description:
On (B)(6) 2025, the patient called inogen to report that their device g5 was not producing oxygen. The patient stated they had to go to the hospital due to her unit not delivering the oxygen she was needing. The patient is back home recovering and doing well.